Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned for evaluation. Based on the results of the investigation, the final root cause of the b30 error was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii xenon light source reported b30 errors. There was no report of patient harm associated with the event. Related patient identifier: (B)(6).

Manufacturer narrative:
The customer (hospital biomed) was instructed to perform a factory reset and was to call back for assistance with setting up cv-190 settings after the factory reset was completed. The customer reported via email that the b30 issue was resolved. The device was not returned as the issue was resolved with troubleshooting. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. H3 other text: hospital biomed was instructed to perform troubleshooting.